Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low results for multiple assays generated by the unicel® dxc 600 pro synchron® clinical systems for various patients.the erroneous results for one patient sample were reported outside of the lab and amended later.the samples were repeated on another instrument and higher results were obtained.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 8 hours.a field service engineer (fse) decontaminated the system and replaced several hardware components.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.